Manufacturer narrative:
Device inspection found the reported customer issue was confirmed. Device inspection found monitor is getting off automatically due to a faulty gi board (power supply unit). Furthermore, the following findings were noted on the device: lines are coming in the image. It is due to a faulty lcd panel power switch bracket is broken. Bezel plate is broken. Rear cover is broken. Dvi port on qb board is damaged but the connection is possible. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, monitor is getting off automatically. The issue found during receipt inspection. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device powering off automatically due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.